Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector on monitor broken) has been confirmed. Upon evaluation, the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the top of his monitor where the belt connects is broken. The pt was issued a replacement monitor.